Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: degenerative disk disease it was reported that the patient underwent cervical disk arthroplasty at c5-c6. On an unknown date, post-op, the patient had arm and neck pain. On (B)(6) 2017, anterior cervical discectomy and fusion was performed to remove the device. No product problem was reported for the implant.